Event description:
This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted. The report received indicates the rod introducer, part number 03.616.048, lot number 6970076, was manufactured by instru-med. The complaint condition was due to an unknown cause. The rod introducer conformed to the revision e drawing at the time of manufacture and was function checked 100% and conformed to the synthes incoming final inspection. The supplier responded on may 24, 2013, and stated after performing the functional check, using the synthes gage # gt037194, ID # f0846, the part does not function correctly. There is noticeable damage to the distal end, which is due to an unknown cause.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). The conducted investigation had resulted that the rod coupling of the instrument was bent and pulled over due to external force. The additional investigation shows, that the tip of the instrument has different traces of wear. According to this damage the rod can not be locked correctly. A possible cause for the damage is the influence of high bilaterally forces on the tip of the rod during insertion of the rod. No product fault could be detected. A review of the device history record review revealed there were no mrrs, ncrs,or complaint-related issues for this lot. Placeholder .

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the rod holder can not lock anymore.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4)